Event description:
Caller reported an issue with the pump time being incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the time discrepancy exceeded five minutes in the future. Caller understood and acknowledged the instructions.